Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pulling in pelvic area/severe pelvic pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, vaginal bleeding, genital bleeding, hypothyroidism, adenomyosis, leiomyoma nos, weight gain, breast cancer, pelvic adhesions and vaginal cuff dehiscence. Concomitant products included hydrocodone, ibuprofen, levothyroxine and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), rash ("nickel sensitivity: rash"), pruritus ("itching"), thrombosis ("clots"), menorrhagia ("excessive blood flow"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), hypothyroidism ("hypothyroidism"), dyspnoea ("shortness of breath"), loss of libido ("lack of libido"), streptococcal infection ("strep"), musculoskeletal stiffness ("stiffness"), back pain ("back pain"), breast tenderness ("breast tenderness"), mental impairment ("memory fog"), abdominal distension ("bloating"), joint pain ("joint pain"), alopecia ("hair loss"), halo vision ("eye halo"), knee pain ("knee pain"), pain in hip ("hip pain"), cardiac flutter ("heart flutters"), dyspepsia ("heart burn"), contusion ("bruising"), dry skin ("dry skin"), neck pain ("neck pain"), headache ("headaches"), temperature intolerance ("heat sensitivity"), depression ("depression"), pain in extremity ("foot pain"), mood swings ("mood swings"), night sweats ("night sweats"), diarrhoea ("diarrhea,"), tinnitus ("ringing in ears"), gait disturbance ("showing trouble in walking"), fatigue ("tiredness"), dry eye ("dry eyes"), nephrolithiasis ("kidney stones") and muscular weakness ("muscle weakness") and was found to have weight increased ("weight gain") and blood pressure increased ("rise in blood pressure"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract disorder, rash, pruritus, thrombosis, menorrhagia, dyspareunia, neuromyopathy, hypothyroidism, dyspnoea, loss of libido, streptococcal infection, musculoskeletal stiffness, back pain, breast tenderness, mental impairment, abdominal distension, joint pain, alopecia, halo vision, knee pain, pain in hip, weight increased, cardiac flutter, dyspepsia, contusion, dry skin, neck pain, headache, temperature intolerance, depression, pain in extremity, mood swings, night sweats, diarrhoea, tinnitus, blood pressure increased, gait disturbance, fatigue, dry eye, nephrolithiasis and muscular weakness outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, blood pressure increased, breast tenderness, cardiac flutter, contusion, depression, diarrhoea, dry eye, dry skin, dyspareunia, dyspepsia, dyspnoea, fatigue, gait disturbance, halo vision, headache, hypothyroidism, joint pain, loss of libido, menorrhagia, mental impairment, mood swings, muscular weakness, musculoskeletal stiffness, neck pain, nephrolithiasis, neuromyopathy, night sweats, pain in extremity, pelvic pain, pruritus, rash, streptococcal infection, temperature intolerance, thrombosis, tinnitus, urinary tract disorder, weight increased, knee pain and pain in hip to be related to essure. The reporter commented: essure coils appeared to be in good position. The left ovary measured 1.99 x 1.37 x 0.84 cm and appeared normal. Diagnostic results (normal ranges are provided in parenthesis if available): mammogram on (B)(6) 2019: asymmetries in both breasts are recommended for additional imaging. Ultrasound breast on (B)(6) 2019: benign-appearing right breast cyst clusters and small benign-appearing left breast lymph node. Birads 2 benign. Bilateral annual screening mammogram. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pulling in pelvic area/severe pelvic pain') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, vaginal bleeding, genital bleeding, hypothyroidism, adenomyosis, leiomyoma nos, weight gain, breast cancer, pelvic adhesions and vaginal cuff dehiscence. Concomitant products included hydrocodone, ibuprofen, levothyroxine and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), dermatitis allergic ("nickel sensitivity: rash"), pruritus ("itching"), thrombosis ("clots"), menorrhagia ("excessive blood flow"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), hypothyroidism ("hypothyroidism"), dyspnoea ("shortness of breath"), loss of libido ("lack of libido"), streptococcal infection ("strep"), musculoskeletal stiffness ("stiffness"), back pain ("back pain"), breast tenderness ("breast tenderness"), mental impairment ("memory fog"), abdominal distension ("bloating"), joint pain ("joint pain"), alopecia ("hair loss"), halo vision ("eye halo"), knee pain ("knee pain"), pain in hip ("hip pain"), cardiac flutter ("heart flutters"), dyspepsia ("heart burn"), contusion ("bruising"), dry skin ("dry skin"), neck pain ("neck pain"), headache ("headaches"), temperature intolerance ("heat sensitivity"), depression ("depression"), pain in extremity ("foot pain"), mood swings ("mood swings"), night sweats ("night sweats"), diarrhoea ("diarrhea,"), tinnitus ("ringing in ears"), gait disturbance ("showing trouble in walking"), fatigue ("tiredness"), dry eye ("dry eyes"), nephrolithiasis ("kidney stones") and muscular weakness ("muscle weakness") and was found to have weight increased ("weight gain") and blood pressure increased ("rise in blood pressure"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract disorder, dermatitis allergic, pruritus, thrombosis, menorrhagia, dyspareunia, neuromyopathy, hypothyroidism, dyspnoea, loss of libido, streptococcal infection, musculoskeletal stiffness, back pain, breast tenderness, mental impairment, abdominal distension, joint pain, alopecia, halo vision, knee pain, pain in hip, weight increased, cardiac flutter, dyspepsia, contusion, dry skin, neck pain, headache, temperature intolerance, depression, pain in extremity, mood swings, night sweats, diarrhoea, tinnitus, blood pressure increased, gait disturbance, fatigue, dry eye, nephrolithiasis and muscular weakness outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, blood pressure increased, breast tenderness, cardiac flutter, contusion, depression, dermatitis allergic, diarrhoea, dry eye, dry skin, dyspareunia, dyspepsia, dyspnoea, fatigue, gait disturbance, halo vision, headache, hypothyroidism, joint pain, loss of libido, menorrhagia, mental impairment, mood swings, muscular weakness, musculoskeletal stiffness, neck pain, nephrolithiasis, neuromyopathy, night sweats, pain in extremity, pelvic pain, pruritus, streptococcal infection, temperature intolerance, thrombosis, tinnitus, urinary tract disorder, weight increased, knee pain and pain in hip to be related to essure. The reporter commented: essure coils appeared to be in good position. The left ovary measured 1.99 x 1.37 x 0.84 cm and appeared normal. Diagnostic results (normal ranges are provided in parenthesis if available): mammogram - on (B)(6) 2019: asymmetries in both breasts are recommended for additional imaging.. Ultrasound breast - on (B)(6) 2019: benign-appearing right breast cyst clusters and small benign-appearing left breast lymph node. Birads 2 benign bilateral annual screening mammogram. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.